Event description:
Our pharmacy staff has founded a number of 10 ml syringes in each tray that was opened that were damaged. They all had a crack in syringe plunger and deemed them not usable. These syringes were found before any patient interaction and before use in compounding. In this specific lot number, lot # 0002522, two syringes were found in this particular tray to have a crack in the syringe plunger.